Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events of infection and autoimmune diseases are considered an unexpected adverse drug experiences.

Event description:
Healthcare professional reported patient was injected with 1 syringe of juvéderm voluma® xc in the cheeks, and 2 syringes of juvéderm vollure¿ xc in the temples. 4 months later, patient was injected with 2 syringes of juvéderm vollure¿ xc. 4 months later, received 2 syringes of juvéderm volbella® xc in the perioral area and lips. 4 months later patient was injected with 1 syringe juvéderm volbella® xc in the tear troughs. 10 months later patient was injected with 1 syringe juvéderm volbella® xc in the perioral area, and 2 syringes of 2 syringes of voluma into the cheeks and temple. 7 months after the final injection, patient indicated they ¿experienced swelling of the face (everywhere where product was injected) that was severe and ended up dialing 911¿. Patient told the injector that roughly a week ago they were put on oral vancomycin for cholitis (this is not related to the fillers) by their primary care physician. The swelling seemed to correlate with the start of the vancomycin, although the reporter thought that it was more likely associated with the cholitis. However, patient stated that they stopped taking it for a few doses and improved, then restarted it and it worsened. The injector was cautious to prescribe antibiotics as they thought that if the patient had c difficile it might worsen the infection; the events of c difficile and infection are not related to the fillers. The injector told the patient they would like to try prednisone, however the patient informed that they already had some that they take periodically for multiple sclerosis; this event is not related to the fillers. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2020-00477 (pr (B)(4)), MDR ID #3005113652-2020-00475 (pr (B)(4)), MDR ID #3005113652-2020-00476 (pr (B)(4)), MDR ID # 3005113652-2020-00478 (pr (B)(4)), MDR ID # 3005113652-2020-00479 ((B)(4)), MDR ID #3005113652-2020-00480 (pr (B)(4)). This MDR is being submitted for juvéderm voluma® xc.